Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device was reportedly leaking. 19 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 20 events were previously reported during the reporting quarter; however:  - 1 event was reported in error. - 19 previously reported events are included in this follow-up record. Product return status 17 devices were received. 2 devices were not available for evaluation. Event confirmation status 13 reported events were confirmed. 4 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corroded handle assembly. 3 devices were found to be affected by corroded and damaged trigger assembly. 1 device was found to be affected by a damaged handle assembly. 1 device was found to be affected by a damaged trigger assembly. 1 device was found to be affected by a damaged handle assembly and corroded trigger assembly. 2 devices did not have a root cause established. 4 devices had no problem found.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device was reportedly leaking. 20 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 20 previously reported events are included in this follow-up record. Product return status 17 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 13 reported events were confirmed. 4 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corroded handle assembly. 3 devices were found to be affected by corroded and damaged trigger assembly. 1 device was found to be affected by a damaged handle assembly. 1 device was found to be affected by a damaged trigger assembly. 1 device was found to be affected by a damaged handle assembly and corroded trigger assembly. 2 devices did not have a root cause established. 4 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 10 devices were received. 10 device investigation type has not yet been determined. Event confirmation status: 9 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 5 devices were found to be affected by corrosion. 2 devices were found to be affected by component damage. 2 devices were found to be affected by corrosion and component damage. 1 device had no problem found. 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device was reportedly leaking. 20 events had no patient involvement; no patient impact.